Event description:
According to co's customer, in 2003, an elevated accu tnl result of 4.0 ng/ml was generated by an access 2 instrument. The erroneous elevated accu tni result was not reported out of the lab. The customer reran the sample in duplicate and obtained an accu tni result of 0.01 ng/ml for both repeats. The accu tni result of 0.001 ng/ml was reported out of the lab. There has been no change to patient treatment that can be attributed to this event.